Event description:
It was reported the programmer identified an implanted device, then the screen locked up at the medtronic logo. The programmer was turned off and on. It reset to the main screen, and the programmer rf (radio-frequency) head was placed over the device. The device was identified, then the programmer locked up for a second time. There were no patient complications as a result of this event. Another programmer was used, with no issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no anomalies were found with the programmer.